Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) blood glucose levels of 400-500 mg/dl [blood glucose increased] injection device stopped functioning during insulin administration, when the injection button was pressed, no insulin was delivered [device failure] device reportedly stopped halfway through dose delivery, pen "stops and does not move" during injection [device mechanical issue] piston rod inside the pen reportedly moved loosely [device loosening]. Case description: this serious spontaneous case from poland was reported by a consumer as "blood glucose levels of 400-500 mg/dl(blood glucose increased)" with an unspecified onset date, "injection device stopped functioning during insulin administration, when the injection button was pressed, no insulin was delivered(device failure)" with an unspecified onset date, "device reportedly stopped halfway through dose delivery, pen "stops and does not move" during injection(device mechanical jam)" with an unspecified onset date, "piston rod inside the pen reportedly moved loosely(device component loose)" with an unspecified onset date, and concerned a male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", , novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", , novorapid penfill (insulin aspart 100 u/ml) (10-12 units) from unknown start date for "diabetes mellitus", patient height, weight and body mass index were not reported dosage regimens: novopen 4: novopen 4: novorapid penfill: current condition: diabetes mellitus (type and duration not reported), leukaemia (for approximately three years) procedure: chemotherapy, steroid therapy. Concomitant products included - gensulin m (insulin human, insulin human isophane), insulin aspart sanofi (insulin aspart, insulin aspart) on an unknown date, patient reported blood glucose values (blood glucose) ranging between 400-500 mg/dl. The patient uses novopen 4 injection devices. He reported that insulin administration was successful two to three times according to the instructions for use. However, subsequently, the injection device stopped functioning during insulin administration. The device reportedly stopped halfway through dose delivery. The issue occurred with two separate novopen 4 devices. During insulin administration attempts, the patient reported that the pen "stops and does not move" during injection. Despite pressing the injection button, insulin was not delivered. The piston rod inside the pen reportedly moved loosely. When the injection button was pressed, no insulin was delivered. At each injection attempt, the patient changed the needle and performed a flow check with two units, as per instructions. The injection devices were stored without needles attached. At the time of the initial report, the patient was unable to confirm whether a visible gap was present in the mechanism, as no cartridge was inserted and checking would have required insertion of a new one. Batch numbers: novopen 4: pvgdy66-1 novopen 4: pvgfv94-1 novorapid penfill: rr73cy2. Action taken to novopen 4 was not reported. Action taken to novorapid penfill was not reported. The outcome for the event "blood glucose levels of 400-500 mg/dl(blood glucose increased)" was not reported. The outcome for the event "injection device stopped functioning during insulin administration, when the injection button was pressed, no insulin was delivered (device failure)" was not reported. The outcome for the event "device reportedly stopped halfway through dose delivery, pen "stops and does not move" during injection (device mechanical jam)" was not reported. The outcome for the event "piston rod inside the pen reportedly moved loosely (device component loose)" was not reported. Reporter's causality (novopen 4) - blood glucose levels of 400-500 mg/dl(blood glucose increased): probable injection device stopped functioning during insulin administration, when the injection button was pressed, no insulin was delivered (device failure): unknown device reportedly stopped halfway through dose delivery, pen "stops and does not move" during injection (device mechanical jam): unknown piston rod inside the pen reportedly moved loosely (device component loose): unknown company's causality (novopen 4) - blood glucose levels of 400-500 mg/dl (blood glucose increased): possible injection device stopped functioning during insulin administration, when the injection button was pressed, no insulin was delivered (device failure): possible device reportedly stopped halfway through dose delivery, pen "stops and does not move" during injection (device mechanical jam): possible piston rod inside the pen reportedly moved loosely (device component loose): possible reporter's causality (novopen 4) - blood glucose levels of 400-500 mg/dl(blood glucose increased) : probable injection device stopped functioning during insulin administration, when the injection button was pressed, no insulin was delivered(device failure) : unknown device reportedly stopped halfway through dose delivery, pen "stops and does not move" during injection(device mechanical jam) : unknown piston rod inside the pen reportedly moved loosely(device component loose): unknown. Company's causality (novopen 4) - blood glucose levels of 400-500 mg/dl(blood glucose increased): possible injection device stopped functioning during insulin administration, when the injection button was pressed, no insulin was delivered (device failure) : possible device reportedly stopped halfway through dose delivery, pen "stops and does not move" during injection (device mechanical jam): possible piston rod inside the pen reportedly moved loosely (device component loose): possible. Reporter's causality (novorapid penfill) - blood glucose levels of 400-500 mg/dl (blood glucose increased): unknown injection device stopped functioning during insulin administration, when the injection button was pressed, no insulin was delivered (device failure): unknown device reportedly stopped halfway through dose delivery, pen "stops and does not move" during injection (device mechanical jam): unknown piston rod inside the pen reportedly moved loosely (device component loose): unknown. Company's causality (novorapid penfill) - blood glucose levels of 400-500 mg/dl(blood glucose increased): possible injection device stopped functioning during insulin administration, when the injection button was pressed, no insulin was delivered(device failure) : possible device reportedly stopped halfway through dose delivery, pen "stops and does not move" during injection(device mechanical jam) : possible piston rod inside the pen reportedly moved loosely(device component loose): possible event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. Preliminary manufacturer comment: on 20-april-2026: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No conclusions reached on device functionality.